Event description:
The complainant reported that they had a loaner aic in hospital when the purge disc was observed to be broken. Another controller was used for support. There was no reported harm or injury to the patient.

Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the purge disc retainer had broken/snapped off of the purge assembly. The purge disc retainer and purge flag was replaced, the purge pressure sensor was validated, and the functional check was performed; before the console was returned to the customer. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.